Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 561247.

Event description:
It was reported that the patient was experiencing new pain at the lower left leg following a spinal cord stimulation (scs) lead replacement procedure (MFR: 3006630150-2024-06891). The physician believes that the epidural space does not have enough room and may be causing the pain. The patient underwent a lead explant procedure. Additional information was received that all devices were explanted. The explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2318500; model: sc-2318-50; serial: (B)(6); batch: 5000992.

Event description:
It was reported that the patient was experiencing new pain at the lower left leg following a spinal cord stimulation (scs) lead replacement procedure (MFR - 3006630150-2024-06891). The physician believes that the epidural space does not have enough room and may be causing the pain. The patient underwent a lead explant procedure.